Event description:
It was reported to philips healthcare that the heartstart mrx etco2 was not working with no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.